Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, the balloon of the commander delivery system ruptured at the end of deployment and blood was noted in the syringe. The balloon was torn with exposed inflation balloon wings. The valve was able to be fully deployed. During withdrawal, the distal portion of balloon separated from the balloon catheter and could not be pulled back into the esheath. The esheath and balloon were stuck in femoral artery. The balloon shaft separated from the nosecone. A snare was attempted from the contralateral side to pull the system into the esheath. However, this was unsuccessful. A surgical cutdown was performed to remove the esheath and delivery system. The patient had to emergently go to or for vessel repair and retroperitoneal bleed was noted. The final patient outcome remains unknown. Extra balloon volume was added prior to deployment, and valve alignment was performed in a straight section of the anatomy. No leakage from the delivery system was noted prior to the rupture, and the physician reported no suspected root cause. No pre-implant balloon aortic valvuloplasty was performed. Per imaging provided, calcification was present within the patient's landing zone. Tortuosity and calcification were present in the abdominal aorta. Per procedural imaging, the valve was positioned between valve alignment markers prior to deployment. The inflation balloon burst at the end of deployment with valve able to be fully expanded. Delivery system damaged at distal end, partially withdrawn into sheath tip, within the right femoral artery.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of delivery system balloon burst was confirmed with provided imagery. The available information suggests that patient factors calcification likely contributed to the event as it was reported per provided imagery, ''calcification was present within the patient's landing zone''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, deployment was performed using extra 2cc. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The complaint of inability to withdraw the delivery system through sheath was empirically confirmed. Available information suggests procedural factors (withdrawal of balloon burst)likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty and subsequent need for surgical cutdown to remove the device. The complaint of balloon separation during use was empirically confirmed. Available information suggests that procedural factors likely contributed to the event as it was reported ''during withdrawal, the distal portion of balloon separated from the balloon catheter''. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may lead to component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.